Event description:
During a follow-up in clinic, episodes of post paced t-wave oversensing due to fusion were observed on the device. Technical support was contacted and the device was successfully reprogrammed. The patient was stable.